Manufacturer narrative:
Correction to the initial MDR in block h6: patient code added.

Event description:
It was reported that the patient fell and the spinal cord stimulation (scs) lead migrated, resulting in a loss of stimulation coverage. The patient underwent a lead revision procedure where the lead was replaced. The physician assessed that there was no other issue with the lead. The patient was healing postoperatively. The device will not be returned as it was discarded by the medical facility. Additional information was received that the fall was not device-related.

Event description:
It was reported that the patient fell and the spinal cord stimulation (scs) lead migrated, resulting in a loss of stimulation coverage. The patient underwent a lead revision procedure where the lead was replaced. The physician assessed that there was no other issue with the lead. The patient was healing postoperatively. The device will not be returned as it was discarded by the medical facility.